Event description:
It was reported that the user experienced hyperglycemia while using the ilet with teflon infusion sets and 23-inch tubing, with blood glucose reaching approximately 340 mg/dl overnight despite no food intake and no immediate supply changes; corrections administered through the system eventually reduced glucose to target. Symptoms included elevated blood glucose without reported clinical sequelae. Outcomes included no hospitalization and no long-term effects. Investigation included user troubleshooting and education. Investigation of this case revealed no device alarms or alerts and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.